Manufacturer narrative:
H10: philips field service engineer (fse), went on site and reviewed the logs found in wmts piic classic server. Reporting no issues found. The fse and biomed replaced the ap unit. And a ap cat5e cable, that was found to be damaged. Which, resolved the connectivity issues. No issues were identified with the mx40 telemetry device. The device remains in use at the customer's site. No further issues have been reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported occasional dropouts in the telemetry system. The patient expired (B)(6) 2020. The customer stated they are unsure if death occurred due to system malfunction, they are investigating the incident.